Event description:
During a charge-pak replacement, it was observed that the device did not have voice prompts. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.